Event description:
It was reported that the efficia cm10 speaker was malfunctioning. A speaker malfunction inop was displayed and there was no sound coming from the device. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
E1:(B)(6). The following functional tests were performed: the customer received remote application assistance from a remote support engineer (rse) who found that the speaker was defective and needed to be replaced. A replacement speaker was provided to the customer. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer was provided with a replacement speaker to resolve the issue. If additional information is received the complaint file will be reopened.